Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported when firing the tsw35 across the broad ligament of the pts left side, some of the staples did not form with the third firing. The bleeding was coagulated with bi-polar cautery. There was no consequence to the pt.